Manufacturer narrative:
If the sample is returned, a failure investigation will be performed. If significant info is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The customer reported that after 1 hour of use, air leaked. They confirmed a pinhole in the tube. The pt was re cannulated non-routinely and no pt harm was reported. A pre-test was done.